Event description:
Biomed requested a log review of a chemo infusion. A continuation of a previously interrupted chemo infusion was programmed on a new pc unit and pump module. The volume to be infused is unk. The customer reported that the pump showed correct rate but less than two hours later the fluid was gone. The biomed wants to know what was programmed and if the pump was programmed correctly. Biomed stated logs indicate the pump was removed on (b)(64) at 17:01. Chemo infusion label states: ifosfamide (ifex) 10,500mg, mesna (mesnex) 10,500mg in 0.9 sodium chloride 500ml chemo infusion. IV administration rate of 35.9ml/hr to infuse over 24 hours. There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). Log review pending. The log review has not been completed yet. A f/u report will be submitted once the eval has been done.